Manufacturer narrative:
Per customer supplied data, the patient sample was collected in a 13x100mm greiner lithium heparin plasma sample tube. The patient sample was centrifuged for fifteen (15) minutes at 3,000g. Based on available information, the patient sample was not tested until three hours after the sample was collected. Qc was performing within the customer's established ranges on the date of the event. A high sensitivity system check passed within instrument specifications during the field service engineer (fse) service visit. Customer generated system check data has not been supplied to date. The fse inspected the instrument and there were no issues found with the instrument. Additional service information has not been provided to date. A definitive root cause has not been determined to date for this event with the information supplied.

Event description:
A customer contacted beckman coulter inc., (bec) and reported obtaining an erroneously elevated troponin (accutni) result, within the risk stratification range, for one patient sample. The sample was tested on the unicel dxl 600 access immunoassay system. The result was reported out of the lab. Repeat testing of the patient sample on the same instrument and the customer's other instrument produced lower results within the normal reference range of the assay. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.